Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 580 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that during a refill on 7/9 when she was trying to get the needle in the port, there was a return of clear liquid outside the pump. They were able to refill the pump, however there was a discrepancy of the amount they got out and what was expected. They got out 3+cc and per the clinician programmer (8840)- it should have been 8 cc. She was having the family monitor the patient. The hcp did not report any unusual factors except that patient had a pump replacement in (B)(6) 2018. No diagnostics or interventions were performed or planned at this time. At the time of this report, it was unknown if the issue had resolved and patient status was alive-no injury. The rep responded to hcp email about the status of patient and whether or not she was planning any type of catheter/pump diagnostic and she had not responded. Her email did not report the status of the patient only that she was having family monitor for now. No further complications were reported. Additional information was received healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp sent the patient home and instructed the family to ¿keep an eye¿ on patient. The hcp had not reported any further issues, nor did she test the ¿liquid¿ that came out of pocket when the needle was introduced. There had been no follow up to determine the cause of the discrepancy of the amount in the pump. No further complications were reported.